Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover glue was separated, the scope cover was cracked, switch #2 rubber was worn out, and bending angulation was out of specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air channel of the colonovideoscope was blocked after washing the scope three times in the soluscope automatic endoscopic reprocessor. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with gelatinous dark gray material. The report is being submitted due to foreign material in the nozzle found during evaluation.